Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic. The atrial lead exhibited low impedance. It was noted that noise was also seen on stored episodes. The lead was capped and replaced. The patient was stable post procedure.